Event description:
Pt was implanted with matrix construct from l4-s1 on (B)(6) 2012. Pt returned to surgeon on unk date experiencing back symptoms that had resolved in the early post op period. Pt experienced back symptoms again on an unk date, x-rays showed a polyaxial head at s1, right side was not seated correctly. Pt was returned to operating room on an unk date with surgeon discovering all screws were loose. Surgeon removed the screws, locking caps, heads and rods. Surgeon also found a previous tlif at l5 - s1 had migrated. Surgeon pushed the tlif back, and added a new interbody at l4 - l5, and added a transconnector at l4 - l5. No hardware of the tlif was removed. This is 2 of 21 reports.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.

Manufacturer narrative:
A manufacturing evaluation was conducted. The screw "part number" should be 04.639.745. The screw was received with some polishing from wear on spherical diameter, and nick/scratch on neck. The sd25 face has nicks/scratches. All described nonconformities are post manufacturing. Spherical outer diameter is unobtainable because dimensional measurement is after anodize, but prior to bead blast.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Product classification code provided. Subsequent product codes: mnh, mni, kwq, kwp. Part received at manufacturer (B)(4) 2012.